Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and it is unknown whether a trend arrow was noted on the device. It was indicated that the customer injected themself (unspecified treatment) because the adc device had "displayed incorrect readings." The customer experienced a loss of consciousness and was administered intravenous glucose for treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.